Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on bus. A field service engineer confirmed that main drawer 3 produced a double-clicking noise when attempting to open, accessed the back panel, removed the drawer assembly, and replaced the inseparable, spring, solenoid, and position sensor, performed a hardware test application immediately after replacement, which completed successfully. The customer then conducted an inventory count with no issues observed. Issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer rebooted the station and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.